Event description:
My dexcom g6 continually fails more than 50% of the time. It just frequently off by as many as 100 points measuring my glucose levels. This wild and accuracy has led to high a1c readings, which ultimately will lead to my neuropathy/diabetic complications/death.